Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. The power consumption of this device had been increasing during the past year and was expected to continue to increase. Device replacement was recommended. The pacemaker remains implanted and in service at this time. No adverse patient effects were reported.